Event description:
Reporter alleged that there were burned and melted pins on the inform meter. Reporter is from the manufacturer's evaluations department and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.